Manufacturer narrative:
The original emdr was submitted to the non-production environment. This report is to submit to the production environment. This report contains both the initial and follow-up #1 content. The initial and follow-up #1 are attached. Investigation: the root cause of the s1000 system lock up was investigated. The reported issue could not be reproduced. The investigation results are inconclusive. A root cause of the issue could not be identified. (ID: (B)(4))

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that during a live 2d scanning for a vascular study, the system locked up and the images on the screen turned black. It was reported that during a live 2d scanning for a vascular study, the system locked up and the images on the screen turned black. The sonographer rebooted the system and rescanned the patient. It is further reported that the customer reports an ongoing problem with color mode and occasional lock-ups with blank screen. There was no patient or user injury reported. No additional information was provided.